Event description:
As reported via the edwards clinical specialist, the patient experienced a post procedural cerebrovascular accident (cva). Same day, post procedure neurological deficits were noted and a cva protocol was initiated which confirmed the event via MRI. The patient had no change to his neurological status and the patient was discharged to a skilled nursing facility. The edwards sapien valve was deployed in a satisfactory position with trivial paravalvular leak and no central ai. It was reported that there was a heavily calcified native aortic valve and final valve positioning had challenges that required crossing and re-crossing of the valve. The patient remained stable throughout the procedure.

Manufacturer narrative:
Per the IFU, permanent or transient neurological events are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bio-prosthetic heart valves. Additionally, major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case the exact cause for the event is unknown; however, the event was assessed to be related to the procedure and was not a result of device malfunction. Although the exact cause for the stroke was not reported, the patient's co-morbidities (i.e. Pvd, h/o stroke), increased age, and heavily calcified native valve could have been contributing factors. No additional actions are possible at this time.